Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a ldg, the staples on a staple line next to the knife slot were malformed at the first firing on the duodenum. The malformed staples were loosely formed or formed in lumbricoid shape. No additional treatment was performed since the staples at rest of lines were formed properly and the staple lines would be cut when a reconstruction. Another device was used to complete the case. There were no adverse consequences to the patient.